Event description:
It was reported that during follow up, noise was misdiagnosed as ventricular fibrillation episode. Inappropriate shock occurred. The device and lead were explanted. The pt condition after the event was good.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.